Event description:
It was reported that during a endobronchial ultrasound bronchoscopy procedure the single use aspiration needle sheath fractured at the tip and a piece of the sheath came off in the patient's airway. The piece of the sheath was extracted from the patient using an olympus biopsy forceps. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.